Event description:
It was reported that the patient presented in the hospital for a brain magnetic resonance imaging (MRI) scan. The implantable cardioverter defibrillator (ICD) was not programmed to MRI mode prior to the scan. Upon interrogation after the scan, it was noted that the ICD was in backup mode with high voltage therapy disabled. The ICD was attempted to be restored using various methods, but all failed. The next day restoration was attempted again, but was not successful. A telemetry test was run to determine if there were any connection issues preventing the restoration, but no telemetry anomaly was discovered. The ICD was explanted and replaced on (B)(6) 2021. The patient did not experience any symptoms and was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. When interrogated on the bench, the device was in backup vvi mode. Information from the field indicates the device went into backup mode due to not being configured to MRI mode when exposed to MRI. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the backup operation is consistent with MRI exposure without being configured to MRI settings.